Event description:
Caller reported that family member fell asleep after two hour volleyball practice and dinner then could not be awakened several hours later. The customer was perspiring heavily and their clothing was drenched. They were taken to the emergency room and tested with a result of 47 with an unknown meter compared to freestyle with an outcome of 78 mg/dl. A lab test was also conducted with an outcome of 31 mg/dl. The customer was treated intravenously.